Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a spine revision was performed on (B)(6), 2015. Primary implant date was on (B)(6), 2015 using dens fixation system. Only one screw was used, which was inserted into the tip of the c2 vertebra. Reason for the primary was a c2 pin fracture. A few days after the primary, the patient was still unstable. On revision, c1/c2 fusion was performed and the surgeon went from behind. This was performed to make the construct more stable. Screw was left in and not replaced. The surgeon just wanted extra fixation. Patient was doing well post-surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Age reported as mid thirties. Event date: unknown. Device was reportedly not explanted. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.